Manufacturer narrative:
H2:. Correction: please note, h6: codes b17, c20, d14 and g02025, no longer apply to this report. H3:. The returned lead was subjected to a series of standard tests that include, but is not limited to visual inspection and electrical testing. Analysis identified, that the # 2, 3, 4 and 5 conductors were broken in the electrode area,1.5 - 3.25 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced more pain. Impedances were measured and some contacts (2-5) had high impedance and could not be used anymore; these were needed for correct stimulation coverage. The lead was broken. The electrode was revised. When testing impedances intra-operatively, all impedances were ok, and therefore there was no issue with the ins. The lead was replaced and the issue was resolved. Additional information received from a manufacturer representative. It was reported that the cause of the issue was not determined. The patient had normal use/activity after implant; they did not fall or make abnormal movements which could explain the lead breakage.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. D10: the serial number of the lead, model# 977a260, is either (B)(6) or (B)(6); the representative noted that it was impossible to determine which serial number belongs to the lead. G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.